Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump. It was reported that the patient contacted a pain center because of an error message ¿8286¿ on the myptm when attempting to bolus. It was noted that the pain center called was not where the patient goes to for follow-up. The manufacturer representative contacted the manufacturer technical services to request information about the code ¿8286.¿ technical services explained that code means that there is an empty reservoir alarm. Further information received indicated that the patient didn't hear any alarm and didn't show any withdrawal effects or symptoms. The patient was recommended to go to the hospital, and was able to get the pump refilled that day at their follow-up center (it was unknown what hospital/center that was). The hcp/center that reported the event did not have additional information but if they saw the patient, they would request the pump interrogation reports/additional information. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.